Event description:
End user alleges while transferring out of the power wheelchair, she lost her balance and fell to the floor. Allegedly, as a result of the incident, the end user fractured her hip.

Manufacturer narrative:
No malfunction of power wheelchair suspected. The end user reported losing her balance while transferring out of the power wheelchair.